Event description:
It was reported that following insertion of the iab using a sheath, the pump began experiencing helium loss alarms. Because of this, the iab was removed and replaced. There were no patient complications.

Event description:
It was reported that following insertion of the iab using a sheath, the pump began experiencing helium loss of alarms. Because of this, the iab was removed and replaced. There were no pt complications.